Manufacturer narrative:
The cvc was returned for evaluation. Visual inspection revealed a cut in the lumen approximately 1.4cm from the hub. The cut is a "v" shape indicating the lumen was exposed to a sharp object, such as the beveled end of a needle. It was determined that the lumen did not crack, but was pierced with a needle, causing the leak. Root cause of the issue is user error.

Event description:
Patient underwent epoprostenol infusion through the single lumen cvc catheter. Patient later summoned the nurse who found the patient had blood soaking through her gown. The nurse further investigated to find a crack in the cvc catheter near the site of insertion and suturing. Epoprostenol was transferred to an open peripheral line. Patient was taken for emergent replacement of the cvc catheter.